Manufacturer narrative:
A review of the manufacturing records for the device(s) could not be performed as item and lot/serial numbers were unavailable.

Event description:
In a review of published literature, these findings were noted. "Mid-term results of endovascular treatment with the gore tag device for degenerative descending thoracic aortic aneurysms," yunoki j, kuratani t, shirakawa y, et.al. Gen thorac cardiovasc surg. 2015 jan; 63(1):38-42. From may 2008 to april 2011, elective thoracic endovascular aortic repair (tevar) with gore tag thoracic endoprostheses without left subclavian artery (lsa) coverage for a degenerative descending thoracic aneurysm was performed in 36 consecutive cases. The mean age of the patients was 74.8 +/- 10.0 years, and 66.7% of the patients were male. The article describes a case of a distal type I endoleak. In one case, the patient was implanted with a gore tag thoracic endoprosthesis on an unknown date to treat a fusiform aneurysm in the descending thoracic aorta. The pre-operative aneurysm diameter measured 60mm on an unknown date approximately 11 months post-implantation, follow-up imaging revealed a distal type I endoleak with aneurysm enlargement (amount unknown). No re-intervention took place, and the patient was monitored. Additional information was requested by gore; however, none was provided.

Manufacturer narrative:
Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement.